Event description:
The customer reported that the insulin pump gave him 100 unit of insulin causing his blood glucose to drop. The customer was hospitalized due to low blood glucose of 50 mg/dl. The customer stated that he tried to prime, but the insulin pump was rewinding. Attempted to troubleshoot and the insulin pump had and error alarm. The customer also reported that he received a motor error prior having the low blood glucose event. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysos has been completed.